Event description:
During an in clinic follow up, episodes of oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.